Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was awakened by an alarm, reported to be multiple lights flashing and an unspecified audible alarm. The pt was advised to come to the hospital and upon admission, the pt reported that she was feeling fine; however, the alarms continued, so the sys controller was changed which only temporarily resolved the alarms. At that time, the pt reported an increased shortness of breath and loss of vision in one eye which eventually resolved. The pt's blood pressure was noted to be lower than at the time of admission to the hospital. The pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) and remained stable. The follwing day, the pt had a significant neurological event, was unresponsive, but the pupils remained reactive. A CT scan was obtained, but the results were not reported and remain unk. One day later, the pt's family made the decision to withdraw support.

Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.